Event description:
It was reported the device failed the pressure test. There was no patient involvement, the event occurred during testing.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition. Functional testing was able to verify and duplicate the reported problem. It was determined that the most probable cause was either a faulty expulsor or faulty valves. The expulsor and valves were repaired. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.